Event description:
Discordant, falsely low advia centaur cp results for creatine kinase-mb (ckmb) and troponin ultra (tni ul) were obtained on multiple patient samples. These results were reported to the physician. The samples were retested and higher results for ckmb and tni ul were obtained. These corrected results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low ckmb and tni ul results.

Manufacturer narrative:
A siemens customer service specialist was contacted by the customer and it was determined that the acid and base bottles were placed in the wrong positions. A siemens field service engineer (fse) was dispatched to the customer site. New acid & base bottles were reversed on the advia centaur cp. The acid and base were primed, the daily cleaning completed, and qc was run without any problems. The cause of the discordant, falsely low ckmb and tni ul results was due switched acid and base bottles. The system is performing within specification. No further evaluation of the device is required.